Event description:
It was reported that during an aneurysm embolization procedure, after establishing the access with the microcatheter and advancing it to the target position, the physician prepared to deploy the subject stent. The subject stent entered the microcatheter smoothly. However, when attempting to release it at the distal end, after pushing the subject stent forward by 1/4, significant resistance was encountered, preventing further advancement. Despite multiple attempts, the physician could not proceed. Subsequently, the physician maintained the position of the subject stent and pulled it out of the body along with the microcatheter. Outside the body, the operator tried on the table and about 1/2 of the subject stent could be pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received partially deployed from the distal end of the microcatheter, which is aligned with the event description. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The microcatheter was noted to be intact. The stent was able to be deployed. All 3 marker bands were present on both ends of the stent. Deformation was noted throughout the length of the stent, most notably at the proximal (closed cell) end. (Ptfe) polytetrafluoroethylene appeared to be present at the proximal end. The sdw appeared to have ptfe at the distal tip. During a functional inspection the stent was able to be deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported ' stent failed/unable to deploy' was not confirmed during visual inspection. The as reported 'stent partial deployment' was confirmed during visual inspection. The remaining as reported code 'stent friction' could not be replicated during functional testing. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that 'the physician prepared to deploy an atlas stent. The stent entered the microcatheter smoothly. However, when attempting to release it at the distal end, after pushing the stent forward by 1/4, significant resistance was encountered, preventing further advancement. Despite multiple attempts, the physician could not proceed. Subsequently, the physician maintained the position of the stent and pulled it out of the body along with the microcatheter. Outside the body, the operator tried on the table and about 1/2 of the stent could be pushed out. After that, a new microcatheter and an atlas stent were used to complete the surgery'. In the follow-up gfe responses the user stated that there was no damage noted to the stent or the stent delivery wire (sdw) prior to use. The stent was returned for analysis still loaded on the stent delivery wire (sdw) and partially deployed through the distal tip opening of the microcatheter lumen. This is aligned with the event description. The system was flushed and the sdw was advanced, resulting in the stent being fully deployed through the distal tip of the microcatheter. Once deployed, the stent was noted to be deformed, particularly at both the proximal and distal ends of the device. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was undamaged. There were traces of what might be ptfe material present on both the stent and on the distal end of the sdw. In the case of this complaint it is not possible to determine exactly why the user experienced difficulty in deploying the stent in the target vessel. It is most likely that, due to some unknown procedural or anatomical factors, the user experienced resistance while attempting to deploy the stent. Due to this resistance the user applied force to try and deploy the stent resulting in the deformation noted to the stent. The as reported 'stent friction' and 'stent partial deployment' as well as the as analyzed 'stent partial deployment' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use. The remaining as reported 'stent failed/unable to deploy' will be assigned not confirmed.

Event description:
It was reported that during an aneurysm embolization procedure, after establishing the access with the microcatheter and advancing it to the target position, the physician prepared to deploy the subject stent. The subject stent entered the microcatheter smoothly. However, when attempting to release it at the distal end, after pushing the subject stent forward by 1/4, significant resistance was encountered, preventing further advancement. Despite multiple attempts, the physician could not proceed. Subsequently, the physician maintained the position of the subject stent and pulled it out of the body along with the microcatheter. Outside the body, the operator tried on the table and about 1/2 of the subject stent could be pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.